Event description:
Customer reported tubing separates from spike on this set. Nurse reported to material management this occurred when spiking a blood bag. Material management also reported when pulling on the tubing, it separates from the spike. No pt injury has been reported at this time. Unused samples are available for evaluation.